Event description:
It was reported that during a lumbar artery coiling pre-endograft placement procedure, the embolization coil was being introduced from coil sheath into the microcatheter when it became hard to push. The physician estimated that the coil and pusher wire only made it in approximately 20cm. Upon withdrawal of the coil, it was noted that the coil was no longer still attached to the pusher wire. Physician then attempted to push the coil using the backend of a guide wire (not a mvi product) and flush the coil using normal saline, but unsuccessfully. When the guide wire was retracted, the coil snagged the wire and was able to be retrieved from the catheter hub. Subsequent coils were used and deployed successfully using the same microcatheter. There was no report of harm or injury to the patient.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is not yet returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Additional information: h10 (summary device evaluation). Summary device evaluation: the pusher and introducer sheath were the only components received for evaluation. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.